Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged resulting in diaphragmatic and device pocket stimulation. The lv pacing vector and outputs were reprogrammed which resolved the issue with the exception of when the patient places pressure on the left chest though it was noted to not be of concern to the patient. No adverse patient effects were reported. This system remains in service.